Manufacturer narrative:
Additional information/ investigation result will be submitted in a supplemental report.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx642t) was implanted during a procedure performed on (B)(6) 2021 . According to the complainant, the valve was believed to have a blockage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Weight: unknown. Height: unknown. Gender: unknown.

Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that both valves are permeable. During the examination, bloody liquid leaked out. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. The shuntassistant 2.0 is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the brake functionality test of the progav 2.0 has shown that the brake function is fully operational and the braking force is within the given tolerances. Results: first, we performed a visual inspection of the progav 2.0 shunt system. No significant deformations or damage of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability, as well as the brake functionality and brake force. Both valves operates as expected and met all specifications. Finally, we have dismantled the valves. Inside both valves we have found build-up of substances (likely protein). Based on our investigation, we are unable to substantiate the clinical claim of occlusion. At the time of our investigation, the valves were shown to be permeable. However, it is possible that the deposits observed inside the valve could have caused the malfunction in the past. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.